Event description:
Additional information was received from the patient who stated they were desperate to find a new doctor and did not receive the physician listings they requested. The patient stated they have been through 2 doctors now and was no longer seeing their current physician. The patient re-reported being in pain and stated ¿nobody will bother to empty the pump¿. Physician listings were re-sent to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving intrathecal unknown morphine drug (concentration and dose unknown) via an implantable pump for non-malignant pain. It was reported that the patient was wondering if the doctor was "lying to them about how much medication they were getting in the pump." It was noted their current doctor gave them a prescription for three oxycodone a day and it's "supposed to be a month but the doctor was stretching it longer." It was reported they have a 20 milliliter pump and the nurse told them there was 14. 5 milliliters left in there the last time, but was not told this time or given a printout. The patient stated their first doctor never emptied their pump, just refilled it. It was reported then their second doctor did, and told them their pump was "full of gunk." This was "about 9 months ago" and they noticed they were no longer in "horrible pain."